Event description:
During the device check, before connecting to a patient, the thermogard console (sn (B)(6) displayed a "coolant low" error message. The customer noted that the coolant level was at maximum but the thermogard console continued to display the "coolant low" message. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The thermogard console (sn (B)(6)) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was instructed by the zoll service personnel and was able to resolve the problem by draining the coldwell reservoir and then refilling it with new propylene glycol. The biomed engineer tested the system, and it functioned as intended. The thermogard console was placed back into service for clinical use. Therefore, service was not required to be performed by zoll.